Manufacturer narrative:
Additional medical device records associated: 3025141-2011-00041, 3025141-2011-00042, 3025141-2011-00043, 3025141-2011-00044, 3025141-2011-00045, 3025141-2011-00046, 3025141-2011-00047.

Event description:
Pt had an acumed pl-ul06 / 6 hole ulna shortening plate and 7 acumed cortical screws implanted on (B)(6) 2011. During a follow up visit the surgeon realized the screws were backing out and the plate had pulled away from the bone. The surgeon removed the plate and screws.